Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea /vomiting, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. During the evaluation of the device to the manufacturer, visible foam particles were noted in the airpath. The devices sound abatement foam was replaced to address this issue. No additional repairs were performed. It was noted that the device was not needed for inventory and the unit will be scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea /vomiting, asthma (new or worsening), inflammatory response, lung disease, reduced cardiopulmonary reserve from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The manufacturer was made aware of this complaint through a representative of the customer.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.